Event description:
It was reported that the unit experienced an e-3 error.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: run mode/standby cycling; variability of light intensity; lightcable/scope disconnect; lightscable/jaw interaction; bulb access door cycling. All tests were successful. The product was subjected to burn-in testing. No failures occurred. Measurements were taken on lumen output and bulb voltage. The measurement for bulb voltage was over its upper spec limit. The measurement for lumen output was within its spec limit. Further investigation revealed that the bulb defective and the integrating rod was burnt. In sum, the customer complaint of an e-3 error could not be confirmed. The failure mode will be monitored for future reoccurrence.